Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited residual liquid and foreign substances coming from the auxiliary water channel supply and a damaged nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, we could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.